Event description:
Approximately 10 patient samples with discrepant magnesium results. Only 3 examples were provided as follows: initial result 4.6 mg/dl, repeat 1.8 mg/dl; initial result 4.8 mg/dl, repeat 2.7 mg/dl; initial result 5.6 mg/dl, repeat 2.4 mg/dl. Initial results were reported, patients not adversely affected. The field service representative determined there was a problem with the reagent probe. The instrument was repaired.